Event description:
It was reported that during a surgical procedure, the head of a screw stripped out during implantation and the surgeon decided to explant the stripped screw. According to the report, the surgeon experienced difficulty removing the screw but finally was able to remove and replace it with another screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.